Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker presented to the emergency room (ER) with no noted symptoms. An atrial tachy response (atr) episode was observed, due to farfield r wave or t wave oversensing on the atrial electrogram (egm). A sudden brady response episode was stored due to an abrupt drop in sinus rate. Technical services (ts) recommended this patient follow up with their device managing physician. This pacemaker remains in service. No adverse patient effects were reported.